Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported evidence of fire related to their freestyle libre charging cable. Customer further mentioned that the cable had been left plugged in and when the customer entered the room they noticed a plastic smell and indicated that the charging cable had melted and burned. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Since a valid reader serial number has not been provided, the manufacturer of freestyle libre readers was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and freestyle libre reader. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. This serves as a correction report. It was incorrectly inferred in MDR(s) #2954323-2018-01053 that the customer reported that their adc issued cable melted and burned. However it cannot be confirmed at this time if the cable used by the customer was the cable specifically supplied by adc for use with the libre device as that information wasn't definitively provided at the time the complaint was reported and the cable associated with this issue has not been returned to adc for investigation. Section b5 has therefore been updated to remove the statement that the charging cable was an adc charging cable.

Event description:
Customer reported evidence of fire related to their charging cable. Customer further mentioned that the cable had been left plugged in and when the customer entered the room they noticed a plastic smell and indicated that the charging cable had melted and burned. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Since a valid reader serial number has not been provided, the manufacturer of freestyle libre readers was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for the reported complaint and freestyle libre reader. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported evidence of fire related to their freestyle libre charging cable. Customer further mentioned that the cable had been left plugged in and when the customer entered the room they noticed a plastic smell and indicated that the charging cable had melted and burned. There was no report of death, serious injury or mistreatment associated with this event.